Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2004 for the treatment of stress urinary incontinence. The patient experienced a mesh exposure through the vaginal skin with discomfort and awareness of sharp sensation in vagina. The mid urethra exposure was noted by the physician on (B)(6) 2013. The patient underwent procedures on (B)(6) 2013 and (B)(6) 2014 for mesh removal. The patient also underwent a cystoscopy to ensure no bladder involvement. The current status of the patient was reported as doing well.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.